Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown, as information was requested but not provided. Explant date: unknown, as information was requested but not provided. Telephone number:(B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a refractive surprise following implantation of a preloaded monofocal intraocular lens (iol). Customer reported good biometry and calculations done and good lens was implanted. Account indicated that the lens was explanted at another hospital and the patient was implanted with a lens from another manufacturer. No further information was provided.